Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. A remote interrogation was performed which showed no stored episodes within the last 72 hours and within range impedance measurements. The implantable cardioverter defibrillator (ICD) was noted to be programmed to pace and sense in the ventricle at a rate of 30 paces per minute and the presenting electrogram showed the device to be operating as programmed. The cause of the syncope remained unknown and no additional adverse patient effects were reported.